Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the needle broke when using the suture in the pre-operative area. The clinical consequence informed was that a piece of the needle remained in the body but it was found by the surgeon. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample. Nevertheless, the unit received does not contain the involved needle. Without the used or closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing records of the needles used in the production of the suture, they had a normal process and the results were fulfilling product specifications. Needle bending strength test values before releasing the product were 25.44 nxcm and 25.96 nxcm in the two batches. Fulfilling product specifications of a minimum bending strength of 23.5 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.